Manufacturer narrative:
It was reported that a second left hip revision surgery was performed. As clinical documentation has not been provided for the first revision, it is unknown whether any of the originally implanted devices were retained and therefore present during this second revision. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. As no device part and batch numbers were provided for investigation, a complaint history review, manufacturing record review and device labelling / IFU review could not be performed. If more information is received, this investigation will be reopened. Risk management reviews were performed. No additional risks were identified as result of the reported event and no further actions are required at this time. The available medical documents were reviewed. The root cause for the second revision was the dislocations, global instability and the deficient acetabular bone with little anteversion. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a revision surgery was performed on the patient left hip on (B)(6) 2019. The patient revision surgery was performed due to seven dislocations of her hip joint. The patient outcome is unknown.